Event description:
The patient's father reported that the keypad buttons have been sticking and not springing back normally.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.